Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that surgeon was doing a right primary hip and when surgeon was reaming the canal, the tip of the rasp (approx 1 inch) broke off of the 2 rasps used. The pieces were retrieved and there was no surgical delay or adverse consequence to patient or user.

Manufacturer narrative:
An event regarding crack/fracture involving a speciality accolade rasp was reported. The event was confirmed. Conclusions: the reported event of fracture of the tip of the rasp was confirmed by the material analysis which concluded, "rasps were likely underwent fatigue initiation followed by final fracture in overload. This method of failure is consistent with how the rasps were handled and likely occurred over multiple uses. Eds analysis showed that the chemical constituents present in both rasps were consistent with a 17-4 ph stainless steel. No material or manufacturing defects were observed on the surfaces examined." No further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon was doing a right primary hip and when surgeon was reaming the canal, the tip of the rasp (approx 1 inch) broke off of the 2 rasps used. The pieces were retrieved and there was no surgical delay or adverse consequence to patient or user.